Manufacturer narrative:
Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(6), ubd: 16-jan-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ins was replaced. One of the leads was completely out. During the operation, they tested the lead that worked to ensure the one still got foot coverage. The hcp decided to leave the bad lead in and connected to the battery. The patient commented they were feeling stimulation across his lower back and right side. They were able to get a slight tingling sensation in his left toes. The rep noted they could tweak things and fine tune it at post op appointment. Additional information was received from the manufacturer representative (rep). It was reported that there were impedance issues. The rep noted they could not test leads today at time of revision/replacement as physician had opened battery and disconnected from previously existing leads before rep arrived. Both leads were replaced. The right lead was replaced today prophylactically to allow patient full MRI access. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that the problem of lead being out was made aware on 12/12/24 during procedure. There was no device or therapy issue at the time. Physician was aware and chose not to intervene at the time. Cause of lead issue not determined. Rep reported they do not recall the exact impedance issue, but one entire lead was red with do not use. No other known issues.